Event description:
Per the clinic, the patient developed an infection at the implant incision site on (B)(6) 2025 (specific date not reported) and subsequently was treated with topical antibiotics (specific date and duration not reported). The device was eventually explanted on (B)(6) 2025. There are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
Device analysis report.